Event description:
It was reported that the patient underwent a posterior lumbar fusion/ transforaminal lumbar interbody fusion at l5-s1. Approximately 19 months post op, an x-ray showed that the implanted screw was broken. The patient was revised and the broken screw was explanted. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Damage and/or smearing noted to all fracture surfaces. The lower broken portion of the bone screw is consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption and river lines at approximately 50% of the way through the cross-sectional area, consistent with overload. Dimensional examination confirmed conformance to print specification of the bone screw diameter at the base of the head. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.